Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 adaptor, they performed the self test with no power. They switched out the sterilized cord with no help. They then tried to change out the power supply with no help. They then changed out the vh-4020 and it worked. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise : (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 adaptor, they performed the self test with no power. They switched out the sterilized cord with no help. They then tried to change out the power supply with no help. They then changed out the vh-4020 and it worked. No patient involvement.